Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
After generator replacement, induction was not possible due to alert for hv lead issue. Lead damage was suspected. The physician proceeded to implant new lead, but found notable occlusion in vein. Thus, chronic lead remained implanted and hv therapy was disabled. Prior to scheduled laser extraction, the patient elected not to have procedure done due to risk involved.